Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is female; the overall baseline age of the patients was 78 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿deep negative deflection in unipolar his-bundle electrogram as a predictor of excellent his-bundle pacing threshold postimplant.¿ circ arrhythm electrophysiol. 2019;12:e007415. Doi: 10.1161/circep.119.007415. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there were eight patients who experienced a complete heart block; seven resolved with in 24 hours and/or 14 days. One patient¿s block persisted for 180 days, but conduction was completed during permanent pacing. There were four patients who showed oversensing; which was resolved by adjusting the pacing thresholds. There was one lead revision due to high ventricular sending and his-bundle pacing thresholds. One patient developed a pocket hematoma, with unknown treatment/resolution. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on the subsequent follow up information obtained from the author. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the physician who indicated that "no product [was] related." No further information was provided.